Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 463mg/dl. The customer treated with an insulin injection. Troubleshooting found that there were no alarms in the pump history. Customer indicated that the pump self test passed and that they will call back after the pump can upload to carelink. Customer declined further high blood glucose troubleshooting and will call back at a later time. No further assistance was necessary.